Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during a generator change, it was noted that the lead pin was not fully seated in the header. The pin was reseated and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post generator change, the patient's device alarmed. Upon interrogation, it was noted the right ventricular (rv) lead had high and variable impedance, and possibly a lead pin seat issue. A lead fracture was suspected, but not confirmed using an xray. The lead is still in use. No patient complications have been reported as a result of this event.